Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used her scs system in the past year due to receiving ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2014. During the procedure, the lead tails were cut and explanted along with the ipg. The paddle portion of the lead remains implanted.